Event description:
Info received indicates the brake/steer is not working. The technician found when he engaged the brake pedal; the casters did not lock in brake.

Manufacturer narrative:
The technician found the brake/steer mechanism linkage was broken. He used a brake/steer upgrade to repair the bed.